Event description:
It was reported that the device alarmed during primary audible alarm background (bkgd) test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product was received for evaluation. Visual and functional testing were performed. Upon inspection, the pump was in good condition. No apparent contamination. The technician performed an occlusion test, however, was unable to duplicate reported event. The root cause of the reported issue was unable to be determined. The speaker was replaced as preventive measure. The technician performed power up process and all functional tests, which the device passed. There's a corrective action and preventive action (CAPA) for the reported event.